Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) remains implanted; therefore, a failure analysis of the complaint device cannot be completed at this time. This lens is not part of the 2018 recall associated with shipment of expired pcb00. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints was conducted the search revealed that no similar complaints were received for this production order number. Labelling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The patient initially called to inquire if her lens was part of a 2018 recall associated with shipment of expired pcb00. Through discussion, the patient mentioned that she was near sighted and could not see far before her cataract surgery. In (B)(6) 2017, she had cataract surgery in the right eye and experienced blurriness, double vision described as like there was a smudge or fingerprint on the lens. In (B)(6) 2017 she had cataract surgery in the left eye. She mentioned that her first doctor performed laser surgery end of (B)(6) 2018 for both eyes. In (B)(6) 2018, she had laser surgery again in the right eye and the doctor stated she had scar tissue affecting her cornea. The doctor referred her to optometry to get fitted for contact lenses. Her vision in her right eye has gotten progressively worse over time and she can't read or define anything. She stated she has no vision in her right eye. She has recently consulted with a second doctor and he/she stated the patient has a "distorted cataract lens" and that it would be a very high-risk surgery to replace the lens. The second doctor also informed the patient that there is no scar tissue and the cornea is okay. The patient did not want to report this event as a complaint or provide her doctor's information. She did not want her doctor to be contacted. Note: this report is being submitted for the issues pertaining to the right eye. No additional information was provided to johnson and johnson surgical vision, inc.